Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: mz connector connects cvc and indwelling needle without dripping. Additional information received from the customer: please confirm how the fault was identified? = faults found during use. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? = both pre-flush and infusion processes occur, persistent non-drip can only be replaced with a new one. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? = gravity infusion, connecting indwelling needle or cvc catheter. Please confirm the make and model of the connecting product(s)? = mz1000 clear needleless infusion connector.

Manufacturer narrative:
Investigation result: no mz1000 china product was available for investigation. The customer reported that the affected sample was from lot 25025396 and that "no fluid flow from the mz connector connecting the cvc and the cannula". As part of the investigation, the customer provided a photograph of the affected sample, however analysis of the photograph was unable to identify the root cause of the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.